Event description:
It was the insulin pump had been alarming no delivery. Customer had run low of reservoirs because of the alarms. Customer's blood glucose was unknown. Customer's mother was advised to call back when issues occurred to troubleshoot properly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.